Manufacturer narrative:
(B)(4). The customer reported a charge button test failure during op-check. There was no pt involvement. Philips evaluated the device and found the device failed to charge for defibrillation. The therapy capacitor was found to be the cause of the failure and replaced. The device passed all tests and was returned to the customer.

Event description:
The customer reported a charge button test failure during op-check. There was no pt involvement.